Manufacturer narrative:
The device is an automatic external defibrillator, and the actual device involved was evaluated. Factory svc verified the complaint. Visual inspection of the device identified that a cable became disconnected from its associated connector. Reseating of the cable resolved the issue. Upon completion of the repairs, the device passed all release testing and was returned to the customer.

Event description:
The customer stated the device will not deliver a shock. The problem was found during morning checkout. No pt involvement.